Event description:
It was reported that the pt experienced a "real long" generalized seizure on (B)(6) 2005. The pt's husband attempted to swipe the magnet to abort the seizure however it did not seem to have any effect so he swiped the magnet again a few seconds later. The physician explained to the pt and her husband the proper way to swipe the magnet so that they wait for one cycle to complete prior to swiping again. The pt was not taking any medications for her seizures so the physician prescribed diastat (15 mg) for the pt to take for any seizures that last longer than five minutes.